Event description:
Pt was using an animas onetouch ping insulin pump manufactured in 01-2010. This pump was a little over 2 years of use (daily use by pt) and shows normal wear and tear. Expected lifetime of pump is 3 years, with a 3 year warranty. Pump is supposed to be waterproof, however, adhesive holding button pad on failed allowing for water to enter pump in keypad area. This resulted in malfunction of three main buttons for insulin delivery. Pt could no longer use this pump for insulin delivery. Upon further investigation, pt found numerous other pts with complaints of same issue of button pad adhesive failing. Ninety units daily humalog, average. Dates of use: (B)(6) 2010 - (B)(6) 2012. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.